Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model:sc-2218-70, serial: (B)(4), batch: 17856503.

Event description:
It was reported that the patients lead had a scar tissue which caused a knot to form under the skin that was uncomfortable to touch or lean against. The patient underwent a revision procedure wherein the physician removed the scar tissue and sutured the leads deeper so the bump would no longer be there. The patient was doing well postoperatively. No device was explanted.